Manufacturer narrative:
(B)(4) no longer applies.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
A trial patient and a healthcare provider reported that the patient presented to the healthcare provider practice on 2015-(B)(6) complaining of constant urinary leakage. She had confusion about whether she had a trial or permanent implant and whether she still had the device. She knew her healthcare provider "stuck her in her back in the rear end" number of times and she had no idea what they were doing to her. When the trial device was put in the patient, whatever was put in the patient, it was it doing anything at all, except she had pain and when she got up off the operation table and stood up, the urine just poured out of her down her legs. The change in therapy or symptoms was sudden.the patient had the trial put in on 2015-(B)(6) and taken out on 2015-(B)(6). She told her healthcare provider that the device had certainly worked and it helped with her symptoms. Right after the trial ended and her urologist "took the box out" on 2015-(B)(6), her bladder area started hurting very badly. She wasn't exactly sure what was done but didn't think they inserted a permanent implantable neurostimulator (ins). Her healthcare provider couldn't do her spinal surgery because her blood sugar was too high. She was scheduled to see her healthcare provider on 2015-(B)(6) regarding her bladder pain. The cause of the pain, urine coming out after standing, and feeling bladder pain after the trial was not determined, but it was the possible result of a yeast infection. It was also determined that the patient had taken too much pain medication prior to the procedure. The bladder pain had not been resolved and a urine culture was sent on 2015-(B)(6). No product information was reported regarding this event. This information was not able to be obtained with further follow-up. If additional information is received, a follow-up report will be sent.